Manufacturer narrative:
UDI information is unknown. Operator of device is unknown. No information has been provided to date. Initial reporter also sent report to FDA is unknown. No information has been provided to date. Premarket (510k) number is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The right plunger case was found to be cracked and the event history log verified a super cap error occurred. The error was duplicated on power up of the device with a new battery. The root cause of the reported issue was found to be component failure of the super capacitor. This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4).

Event description:
It was reported that a super cap post alarm occurred. No patient injury was reported.